Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the implant site. The patient underwent a surgical procedure on (B)(6), 2015 to remove the abutment and close the implant site. The implanted device remains.